Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year old caucasian female patient underwent breast prosthesis implantation surgery with two 350cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with left breast implant deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On september 2, 2022, the mentor failure analysis lab received the device for evaluation. On september 11, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold extending from the anterior view to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the anterior view, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot 6635091). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On september 26, 2022, mentor received additional information indicating that the patient has also been diagnosed with right breast capsular contracture (baker grade iii), right implant displacement, left breast capsular contracture (baker grade I), and bilateral breast ptosis (grade ii). In addition, the patient's implants were replaced with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9757766 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9757766 sn: (B)(6). On (B)(6) 2022, the product investigation summary was updated: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold extending from the anterior view to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold on the anterior view, measuring approximately 0.2 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant will be reported under mrn: (B)(4).

Manufacturer narrative:
On august 17, 2022, mentor became aware that the patient's explantation surgery date has been updated from (B)(6) 2022 to (B)(6) 2022.